Manufacturer narrative:
Manufacturing records were unable to be reviewed. The lot number of the device used in this case was not available. Additional investigation is underway. Additional information will be provided in a supplemental report.

Event description:
It was reported that blood spurt from the wire reinforced section of the aortic cannula immediately after insertion into the aorta of the patient just before it was connected to the bypass circuit. The customer immediately noticed the leakage, held the area where the leakage occurred, and exchanged the cannula to a new one. The operation was completed without problem. The customer later checked the cannula, and a crack in the cannula was identified. The crack was located near the center of the reinforced section of the cannula body slightly towards the distal end. There was no need for blood transfusion or any other treatments due to the blood leakage and there were no patient complications reported. Surgical knives were used during the procedure, but the customer did not recall those tools touching the cannula. The cannula was stored flat on a cart. The customer did not check the cannula and the packaging in detail prior to use, but they did not notice any abnormalities.

Manufacturer narrative:
Device evaluated by manufacturer: leak test was performed on the returned device and leakage was identified at the wire reinforced section of the cannula. Base on product evaluation findings, the reported condition was confirmed. Manufacturing records were unable to be confirmed as no lot number was provided. A manufacturing deficiency was not identified. A definitive root cause could not be determined. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The fmea adequately addressed potential causes of failure and the associated hazards. The complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.